Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became frozen on the bolus screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen. Additionally, it was reported that the touch screen was unresponsive when the customer was attempting to select "7, 8, or 9" within the bolus screen. Customer's blood glucose was 232 mg/dl. Customer would continue to use the pump for insulin therapy.